Event description:
It was reported that the user experienced high blood glucose while using the ilet and contacted support to confirm a site change with an inset infusion set, after which troubleshooting was completed and the cause remained unclear. Symptoms included hyperglycemia with a reported blood glucose of 463 mg/dl. Outcomes included home management without escalation, with instructions to change supplies and monitor glucose for 90 minutes. Investigation included remote troubleshooting and user education regarding infusion site assessment and proper replacement of supplies. Investigation of this case revealed no evidence of site leakage per user report and no confirmed device malfunction, with the issue attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.